Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection noted the patient line connector was disconnected from the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and transfer set which resulted in leak. This occurred during use of the device for peritoneal dialysis (pd) therapy. It was further reported that the patient line tubing disconnected from the white connection point (patient line connector) then disconnected from the transfer set; solution leaked on the bed. There was no allegation against the transfer set. The patient continued with pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.